Event description:
No further event information available at the time of this report

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.the following sections were updated/correctedupdated: b4, b5, g3, g6, h1, h2, h3, h6, h10visual examination of the returned product identified shows signs of use. Post of the articular surface was found to be deformed and the head of the locking screw seems to be damaged/deformed, which looks be occurred after the locking screw was loosened. Screw dimensions were found to be conforming to print specifications. Lot identification is necessary for the review of device history records, lot identification was not provided.medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified loose locking screw-free in the joint and it is confirmed via x-ray. There were no signs of infection in the knee but some metallosis in the synovium, which was removed. No severe damage to remaining components. No other complication was noted.the complaint is confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after the investigation of this event.

Event description:
It was reported the patient underwent a second revision on for complaints of mechanical issues. The liner and free-floating screw replaced without complications. (Initial revision approximately 8 years 3 months prior to this revision for pain and instability).

Manufacturer narrative:
The investigation is ongoing. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Manufacturer narrative:
(B)(4). The product has been received by zimmerbiomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patients last surgery was over 10 years ago. Patient came to office with knee pain. Hcp took an x-ray in the office and noticed a loose locking screw. During surgery all other implants were still well fixed. So we replaced surface. No additional information available.